Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 14-mar-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. No handpiece was received. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issues were not confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown/asked information unavailable. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2021 and (B)(6) 2023. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4629 iol explant. Medical device problem code: 3191 although mechanical failure was reported, it is unknown what the reported issue is for mechanical failure in reference to the intraocular lens (iol). Therefore, code 3191 is being provided for dc-unspecified/other with patient contact. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v 22.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to complaints of mechanical failure. There was no patient injury, no suture(s), and no vitrectomy however a new incision was created. Replacement lens information and patient status post-lens exchange are unknown. No further information is available.